Event description:
It was reported that high impedance was detected on this patient's device through system diagnostics. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported that the patient underwent lead and generator replacement. The patient's generator's battery was apparently at end of life. The explanted generator was received but product analysis has not been completed on it to date. The suspect lead has not been received to date.

Event description:
Product analysis was completed on the returned generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A low battery condition was not verified. The generator performed according to functional specifications with no anomalies identified. No further relevant information has been received to date. The suspect lead has not been received to date.